Manufacturer narrative:
Additional information has been received regarding the product change which was not included in the initial report. So, the correct product material has been changed from mmt-7040a to mmt-7040pa as per new additional information and updated in sections b1 (unchecked the box "adverse event"), b2 (unchecked the box "other serious (important medical events)"), b5 (updated the summary), d1/d2a/d2b (product code, brand & device name), d3 (manufacturer details), d4 (product model, catalog, lot number, expiration date and primary UDI number), d10 (removed the concomitant products), h1 (replaced serious injury with malfunction) and h11 (added verbiage for puerto rico manufacturing site) with this supplemental report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-7040pa. Blood glucose value was 250 mg/dl and the sensor glucose value was 50 mg/dl. The difference between the sensor glucose and blood glucose values was not within the range. No product return was required for mmt-7040pa.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and noticed a significant discrepancy between the sensor glucose and blood glucose values and received a change sensor alert, sensor updating alert. The customer reported a blood glucose value was 50 mg/dl and was self-treated by the customer. The event involved product(s) mmt-7040a. Troubleshooting was performed for difference between glucose values and customer reported the sensor glucose value of 250 mg/dl. The difference between the sensor glucose and blood glucose values was not within the range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. Troubleshooting was performed for sensor alerts. The customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was not performed for hypoglycemic event. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event and it was unknown whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return was required for mmt-7040a.